Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) has not received the sureform 60 stapler instrument or the white sureform 60 reload that was used during this reported event; therefore, failure analysis investigations could not be performed. The stapler instrument and reload were reportedly disposed after completion of the procedure. A stapler log review shows the sureform 60 stapler instrument, (lot #k16240418-0514) was installed on the system 8 times and fired 8 reloads (6 blue, followed by 2 white). On installs 1, 3-5, and 7, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 2, 6, and 8, the first clamp was successful, and the firings were each completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that after completion of a da vinci-assisted single anastomosis duodeno-ileostomy with sleeve gastrectomy (sadi-s) procedure, the patient returned to the hospital an unspecified time later due to bleeding from the duodenal stump where a sureform 60 stapler instrument and white sureform 60 reload were utilized. The bleeding was reported to have originated along the staple line. The amount of bleeding is unknown; however, the patient required blood products but the number of units that were transfused is unknown. Intraoperatively, there were no observed issues or errors with the da vinci system, an instrument, or an accessory. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.